Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with the left ventricular lead dislodged after cardiac catheterization. The lead was explanted and replaced. The patient was in stable condition.